Manufacturer narrative:
B4:(B)(4)2021 the customer reported there was no patient involvement at the time the issue was discovered. However, this issue was discovered during pre-use setup and the device was then switched out with a different device to use on the patient. The device did not come in contact with patient. No medical intervention provided to the patient nor a delay was noted. The customer evaluated the device with the assistance of technical support (ts). The reported problem was confirmed. Ts advised customer to replace the power supply. It was also observed that the device is not delivering correct amount of oxygen. The customer replaced the power supply and flow sensor assembly, air & o2 to resolve reported problem. The device successfully passed performance specification testing after the repair was completed and was put back into service.

Manufacturer narrative:
The device was in clinical use when the reported issue was discovered; however, there was no harm to the patient or user.

Event description:
The customer called technical support (ts) reporting that the device is not delivering the correct amount of oxygen & unit alarmed low battery. The device was in clinical use when the reported issue was discovered; however, there was no harm to the patient or user.